Manufacturer narrative:
(B) (6) - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B) (4) 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Open continuity test. Conclusion: the electrical characteristics of the returned device were within specifications including atrial and ventricular detection. The detailed inspection of the connector header revealed: damages on the first threads of the distal atrial and ventricular setscrews and terminal blocks; these damages showed clearly that difficulties were met during the screwing/unscrewing operations (these setscrews were completely unscrewed then reinserted); however, it is not possible to determine whether these damages resulted from screwing operations at the beginning or at the end of the implantation, i.e. Whether there is a link between these damages and the reported event.

Event description:
After implantation, the device was interrogated and there were no sensed event in the atrium or ventricle. No episode was found in aida. The physician decided to explant the device.